Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely to the clinic with t-wave oversensing observed on the implantable cardiac monitor. It was discussed that the episodes were likely caused by the position of the device. The clinician decided to not make any programming changes as this was not a therapy device. There were no reported adverse consequences to the patient.